Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported shaft detachment was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulties and reported treatments appear to be related to the circumstances of the procedure. In addition, it was reported that the 5.0x18mm ultra stent delivery system (sds) was advanced through a 6f guiding catheter, along with a 6f guideliner and several other devices during the procedure. It should be noted that the ultra rapid exchange (rx) coronary stent system (css) instructions for use states: the minimum guiding catheter compatibility for a 5.0 mm stent diameter is a 7f / 0.075 inch inner diameter (ID). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, heavily tortuous, proximal left anterior descending coronary artery. A 5.0x18mm ultra stent delivery system (sds) was advanced through a 6f guiding catheter, along with a 6f guideliner and several other devices. The instructions for use require a 7f catheter for this sds, which was not used. The sds wouldn't cross the lesion and an attempt was made to remove the sds. When the sds was retracting into the guideliner, there was a distal separation. All of the devices were removed as a single unit and the distal portion of the sds was retrieved. A non-abbott sds was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.